Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device meets all manufacturer specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cholesteatoma surgery, it was observed that the attachment device became warm and was heating up. According to the report, the surgical procedure was three and a half to four hours long. Throughout the surgical procedure, the surgeon drilled continuously for several minutes at a time. It was clarified that the surgeon took breaks between drilling to do other things, and then would drill again. It was indicated that the heating up of the device was never to the point where the surgeon could not use the device. The surgeon stated the heating was uncomfortable. There were no delays to the surgical procedure. A spare device was not needed as the surgeon made it through the surgical procedure with no further incident. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.